Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose and diabetes ketoacidosis. The blood glucose reading at time of the call was 260 mg/dl. Troubleshooting was performed. The customer stated that when the infusion set was changed, it was found that the cannula was bent. The customer also stated that he treated with a manual injection but he still was sick when he woke up. The programming on the insulin pump appeared to be correct. Ran a fixed prime test and the insulin exited. No further info was provided.